Event description:
It was reported that the device exhibited oversensing on the right ventricular (rv) lead. The rv lead was reprogrammed however the patient had symptoms of dizziness. Noise inhibited atrial pacing, patient is 100% a-paced. The lead was reprogrammed and turned off and remains in patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407645 lead; implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.